Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It is reported that a customer hospitalized at greater baltimore medical center for high blood glucose of 570 mg/dl. The customer was treated for diabetic ketoacidosis with IV. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting the insulin pump and found that it works as designed but was advised that the customer should change the reservoir and infusion set. No further information was provided.